Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. Subsequent information received indicated that the out of range impedance measurements were attributed to lead damage, which the physician designated as a subclavian fracture and which was visualized through an x-ray. Further, the lead was not tested on pacing system analyzer (psa) and all header connections were deemed appropriate. This lv lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.